Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4 - lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary visual inspection: the complaint device helical blade/screw extractor (product code: 03.037.030, lot number: l010764) was returned to cq west chester for investigation. The threaded tip of the extractor was broken off and the shaft had circular marks on it. Device/defect identified: yes document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the extractor tip was broken and the part had circular indentation on its shaft. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.037.030. Lot: l010764. Manufacturing site: hägendorf. Release to warehouse date: 07 june 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, the tip of the helical blade/screw extractor broke off inside the proximal femoral nailing system (tfna) lag screw while trying to remove the implant. The tip of the lag screw removal tool broke off inside the lag screw and was not able to be removed. There were thirty to forty minutes of surgical delay. The procedure was not successfully completed. The patient outcome was unknown. Concomitant device reported: unknown tfna lag screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) helical blade/screw extractor. This is report 1 of 2 for complaint (B)(4).